Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had never been able to charge the implantable neurostimulator (ins) up to 100%. No patient symptoms were reported. No further complications were reported.